Event description:
The consumer reported an elective replacement indicator (eri). It was noted there was no allegation or dissatisfaction with the implantable neurostimulator (ins) longevity. The consumer reported no symptoms but kept stating over and over again that the stimulator had stopped, and it had quit working already. Indication for use was spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the circumstances that led to the stimulator stopping and quit working included two years of battery life and used on high to be effective. It was reported that the stimulator was replaced to a rechargable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.